Manufacturer narrative:
This report is being submitted to correct the establishment name (d3), contact office (g1) and to change the MFR report from 1037007 to 3002808148.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: wearing of the video connector lock was surmised if the subject device was used frequently as 5 years passed since the manufacture. Otherwise, lock was damaged due to the user¿s handling, e.g. Pushed the lock lever forcefully or tried to disconnect endoscope without unlock the lever. Malfunction of the lock of the video connector resulted in static noise appears when connecting endoscope and the unstable connection with scope due to malfunction of the video connector lock. Description is found on cv-190 instruction manual. Following this can prevent the phenomenon to occur. Important information ¿ please read before use. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ¦ 6.9 termination of the operation: when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customers complaint of ¿scope communication error and when scope is plugged in there was static noise¿ was confirmed. It was noted during evaluation the latch on the scope socket did not hold well and would lead to the loss of image and static noise. The receptacle board was found to be faulty. In addition, the unit was equipped with outdated software. An investigation is ongoing to determine a possible root cause for the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during preparation for use, a ¿scope communication error¿ message was observed when the scope was plugged into the light source and static noise was noted. There was no patient injury reported.